Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pico system was applied in a dehiscence of breast surgery. The patient reported that after a few hours she began to experience discomfort and itching of the skin in the area of the silicone interface. Redness formed on the skin in the region covered by silicone and the symptoms took a few days to improve. The client continued treatment with the mepilex border dressing - with silicone, and the patient did not mention these symptoms anymore.

Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint history review found further instances of the reported event. The device was used for treatment. The device was not returned for analysis. The reported issue may be attributed to procedural or user variance. A clinical investigation concluded: the information provided is insufficient to determine whether the patient¿s symptoms, are due to a pre-existing or concurrent medical or surgical condition or procedure. It cannot be definitively concluded that the root cause of the reported events are the direct result of using the pico device. It was communicated that the patient has improved since changing the dressing to the mepilex. No further clinical/medical assessment is warranted at this time. The associated risk file contains the reported event. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.